Event description:
It was reported that the pt developed an infection 2 weeks after pump implant. Perioperative antibiotics had been administered. Superficial wounds by the device pocket were the primary source of infection. Cultures of device pocket revealed staphylococcus aureus. Infection symptoms included redness, swelling, and drainage. The pt was treated with both intravenous and oral antibiotics and the infection resolved. The pt did not develop meningitis. The pt was at home. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal.